Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that probably in (B)(6) 2026, their implant had come out of place. The patient stated they didn't have a fall or anything so they didn't know what happened but the manufacturer representative (rep) told them the implant was dislodged when they saw the rep on (B)(6) 2026. Patient had called with questions regarding the process they would need to take to get the implant removed and replaced with an interstim micro. The patient was redirected to their doctor and insurance company. The rep was also made aware.